Event description:
A malfunction was reported by the caller, indicated by malfunction code 199, which pointed to an issue with a tandem pump. There was no adverse impact on the customer's blood glucose level. The customer independently reset the pump before contacting support, and the malfunction code did not recur after the reset. Technical support advised the customer to continue using the pump and to call back if the issue reappeared, and the customer confirmed understanding of these instructions.